Event description:
The customer reported that the bedside monitor (bsm) would only intermittently read co2. Nihon kohden sent the customer an exchanged micropod to see if replacing it would resolve the issue. No patient harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) would only intermittently read co2. A 3rd party micropod device was in use with the bsm, which monitors co2 levels in the patient. Nihon kohden sent the customer an exchanged micropod to see if replacing it would resolve the issue. No patient harm or injury was reported. Service requested / performed: exchange. Investigation summary: micropod issues were investigated by the manufacturer, oridion micro stream (oridion) - part of medtronic. A supplier corrective action request (scar-20-001) was completed on 8/20/2020. As a result, improvements to the micropod connector were implemented in september 2020. Revised directions for use from the manufacturer was provided. Medical alerts were sent to customers and documented under 168 tickets with the ticket description of "micropod label." Micropod complaints received by nka are communicated to the manufacturer. The manufacturer is responsible for the tracking and trending of the issue as necessary. Based on the recent improvements made in september 2020 (serial number: (B)(6) and higher), further action from nka is not warranted. The following fields are not applicable (na) to the MDR report: d4: lot#: & expiration date. G4: device bla number. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: d1: brand name. D4: model number. Catalog number. Serial number. Unique identifier (UDI) number. G4: PMA/510(k) number. H4: device manufacturer date. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: micropod (3rd party component): model#: a/rs03000. Serial#: (B)(6). Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H10: additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the bedside monitor (bsm) intermittently will not read co2. No consequence or impact to the patient was reported. Nihon kohden sent the customer an exchanged micropod to see if replacing it resolves the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the bsm: (B)(6) (3rd party component), serial number: (B)(4). The following fields contain no information (ni), as attempts to obtain information were made, but not provided: brand name; model number; catalog number; serial number; unique identifier (UDI) number; approximate age of device. No serial number was provided, so the age of the device in unknown; PMA/510(k) number; device manufacturer date.

Event description:
The customer reported that the bedside monitor (bsm) intermittently will not read co2. No consequence or impact to the patient was reported.